Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a normal follow-up appointment this device was found to be in a reset mode which provides single chamber pacing at increased outputs. The physician discussed the information with boston scientific technical services (ts) who recommended to replace the device. Subsequently, the device was successfully changed-out. No additional adverse patient effects were reported. At this time, the device has not been returned to boston scientific. If it is returned, this report will be updated upon completion of analysis.